Event description:
The customer has an on-going issue with troponin t results since (B)(6) 2010. In this case, an erroneous result for one patient sample was obtained. The initial result was 0.64 ng/ml and was reported outside the laboratory. After the initial result was reported outside the laboratory the patient was sent to the hospital where the same sample was repeated on (B)(6) 2010. The repeat result was < 0.03 ng/ml. It is unknown if this result was reported outside the laboratory. The patient was not harmed by any action taken. Cardiac t quantitative 10 tests reagent lot number was 22670641.

Manufacturer narrative:
New additional information was received (B)(6) 2010. The discrepant troponin t patient results were not from the same sample.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be identified. The returned customer material as well as the retention material both performed within specification. No malfunction was detected. The patient sample had been discarded and was unavailable for further testing. In this case, the patient was admitted into a hospital based on the positive troponin t result. No further information regarding the hospital stay was available. The patient was discharged. No adverse events were reported.